Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive and flickering while the pump was charging. Blood glucose was 144 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and was able to interact with the touch screen when the pump was not charging.